Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2015 the device was returned for analysis, however only the band was received. Without the port, visual examination cannot confirm the connector type associated with this complaint. Based on the serial number provided, it is assumed to be a taper ii. Device evaluation summary: the device was returned, and visual inspection observed signs of erosion, discoloration, and acid degradation on the lap-band shell. The lap-band tubing was noted to be cut at the band connecter, and neither the port nor the tubing was returned. A fill inspection and leak test were performed on the band shell, and no blockage or leak were found. Device labeling addresses the possibility of erosion and infection as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, such as aspirin and nonsteroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Adverse events: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Reoperation to remove the device is required. Warning: any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: do not over-dissect the opening. Excessive dissection may result in movement or erosion of the band. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Caution: patients should be advised that the lapband system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had a port site infection of their lap-band system, as well as "lapband erosion." The lap-band system was removed without replacement.